Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. A connection loss was reported to have occurred for 419a3l. Data investigation confirmed a connection loss on (B)(6) 2018 for 413j03. The root cause could not be determined post investigation. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.